Event description:
The customer reported that the system froze and halted during the boot process and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and calibrations were evaluated and determined to be the cause of the issue. No conclusion can be drawn as conclusive repair info is unavailable and no additional service info was provided.